Event description:
The customer reported that the system would not complete boot up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and gib board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.